Event description:
It was reported the patient had a seven year history of parkinsonism complicated by high dose use of entacapone and levodopa. The patient's implant of the system in the subthalamic nucleus was complicated by right frontal hemorrhagic stroke with bi-frontal injury evident on CT. The stroke resulted in left sided paresis and cognitive dysfunction amplified by two seizures. The patient was treated at ucsf. The patient was doing well with isolated control of parkinsonism and their health care professional (hcp) was monitoring their cognition.

Manufacturer narrative:
Concomitant products: product ID 3389s-28, lot # va0gxxs, implanted: (B)(6) 2014, product type lead; product ID 3389s-28, lot # va0gxxs, implanted: (B)(6) 2014, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-28, lot # va0gxxs, implanted: (B)(6) 2014, product type lead; product ID 3389s-28, lot # va0gxxs, implanted: (B)(6) 2014, product type lead. (B)(4).